Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable infusion pump for the treatment of malignant pain. It was reported that the patient had a magnetic resonance imaging performed (MRI) last week and thinks that the pump may have malfunctioned yesterday. It was noted that a device manufacturer representative was contacted to check the pump. The caller stated that the patient was not getting the pain medication they needed. No further complications have been reported as a result of this event.